Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 350 to 336 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer received emergency medical assistance a day after starting on the sensors. Customer was also having sensor longevity issues. The insulin pump will not be returned for analysis.